Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation (concomitant medical products) concomitant device(s): 320-02-38, (B)(4) - rs expanded glenosphere 38mm, +4mm offset. 320-10-00, (B)(4) - equinoxe reverse tray adapter plate tray +0. 320-15-05, (B)(4) - eq rev locking screw. 320-20-00, (B)(4) - eq reverse torque defining screw kit.

Event description:
As reported, this (B)(6) y/o female patient was experiencing painful left shoulder beginning immediately after primary shoulder replacement, which was approximately 9 months prior. Range of motion was not great per surgeon. Decision was made to revise shoulder and investigate for signs of infection as well as loose components. The patient has multiple other health complications including breast cancer, with huge lymphedema. No sign of infection or loose components were noted during revision. Implants were removed and replaced. The surgeon expects patient to recover well. Patient left or stable. Explants will not be returned per hospital policy. Patient was last known to be in stable condition following the event.